Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient with an implantable pacer (age and gender unknown), the device paced ok for approximately 5 minutes then lost qrs sound and heart rate for approximately 30 seconds, wave form was still displayed and then went back to normal pacing. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.